Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On physical exam the patient was observed to have rippling and loss of volume. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The date of removal is (B)(6) 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 250cc and suffered from a bilateral deflation. As a result, the patient will undergo removal on 4/14/2021. This medwatch is for the left breast implant.

Manufacturer narrative:
On 5/12/2021, it was reported to mentor that the replacement devices were mentor smooth memory gel xtra 405cc. The left side was partially deflated. The right implant was not reported to be deflated. Manufacturer¿s reference number: (B)(4).